Event description:
The pt had a seizure at home. The patient's family member tested pt's blood glucose on the susepct device and the result was 180mg/dl after the seizure. Extra insulin was given three hrs earlier due to a high reading. Paramedics transported pt to the hosp where pt was given a glucose IV.